Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contains a possible fracture. It was further reported that the patient experience an inappropriate shock due to oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).